Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. During power up and inspection, the device was alarming an error code 44861 in red on the screen display. The error code 44861 indicated problem with self_test_ram. Further investigation determined that the microprocessor board was inoperable and was the root cause of the issue. Therefore, the microprocessor board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 44861 during testing. There was no patient involvement.